Manufacturer narrative:
This report is submitted on 6 august 2020.

Event description:
It was reported that the patient experienced recurrent skin infections at abutment site and subsequently underwent skin revision surgery to remove abutment. The patient was treated with oral antibiotics.